Event description:
Literature was reviewed regarding the incidence of structural valve deterioration (svd) five or more years after transcatheter aortic valve implantation (tavi). The study population consisted of 597 patients who were at least five years post-tavi. Various valve types were implanted in the patient populace, comprising medtronic (corevalve = 305, evolut r = 3) and non-medtronic (several brands = 289) devices. Overall, 57 patients developed svd, which included 16 corevalve recipients (there were zero cases of svd for evolut r). The authors referred to deaths that occurred over the course of the study and ultimately stated: ¿the cause of death was unknown for most cases, so we cannot exclude the possibility that some succumbed to svd-related complications.¿ the following adverse events were also noted in the article: conversion to open surgery, aortic regurgitation/paravalvular leak (mild to severe), mitral regurgitation (moderate to severe), elevated or high gradients, valve malposition, stroke or transient ischemic attack, myocardial infarction, thrombosis, vascular complications (minor or major), bleeding (major or life-threatening), prosthesis-patient mismatch, acute kidney injury, need for pacemaker implantation, and rehospitalization for heart failure.

Manufacturer narrative:
Citation: giannini c, capodanno d, toth gg, et al. Long-term structural valve deterioration after tavi: insights from the eorp esc valve durability tavi registry. Eurointervention. 2025;21(10):537-549. Doi:10.4244/eij-d-24-00662 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.